Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display temporarily went out. As mitigation, the roller pump was controlled through the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the display to pump board cable. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the roller pump display to pump board cable into a lab use only (luo) roller pump and luo testing equipment. The roller pump display powered on correctly and the screen did not go out during the evaluation. The cable operated as intended. Per data log review, on (B)(6) 2022 the system was powered on at 09:45:16 am. A perfusion screen was opened at 09:45:30 am. The large roller pump was started and stopped three times. This may have been because the display was off. The perfusion screen was exited at 09:49:02 am and the ccm was shut down at 09:49:27. The system was power cycled and came back up at 09:51:56 am. The ccm was shut down again at 09:52:53 am. The system was powered up one more time at 01:31:02 pm. The ccm was shut down again at 01:31:24 pm. Cannot confirm the display was off from the log. If only the display had an issue, the issue may not be captured in the logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 04may2022, the manufacturer was informed of a problem with the heart lung machine (hlm) at the user facility, whereby the roller pump display temporarily went out during a case. The case was able to be completed with the roller pump being controlled on the central control monitor (ccm) while the display was out. The end user was contacted but did not respond with answers to the pertinent questions of whether or not there was a delay, or blood loss, as well as the actual date of the event. The only available information from the complaint report was that it occurred during cardiopulmonary bypass and was not changed out, and that the case was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.